Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as the customer was unable to be contacted to request the return of the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a low glucose readings issue with the use of the adc device was reported. The customer has a low glucose alarm set at 70 mg/dl and is receiving low alarms "all hours of the day." The customer indicates they obtain an unspecified lower reading of 15 to 20 points different by an adc device compared to an unspecified glucose reader. The customer also reports an adhesive issue with the use of the adc device and indicated it prematurely detaches on several occasions. The customer contacts adc to get a replacement device for the reported issue. Adc customer service was unable to contact the customer to gain additional details regarding this event as no contact details were provided. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.